Event description:
It was reported that the patient came to the clinic due to chest pain. The right ventricular (rv) lead exhibited loss of capture, an impedance spike, and high impedance. It was also noted that the patient's heart rate was low. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to chest pain. The right ventricular (rv) lead exhibited loss of capture, and high and undefined impedance. It was also noted that the patient's heart rate was low. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.